Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records was not possible as no lot number was provided. Al l valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned valve was patent and returned at pl=1.0. It did not meet the requirements for siphon, reflux, pressure-flow, preimplantation, and leak testing due to a large tear in the reservoir. A small tear was noted in the top membrane above the ruby ball. Tooling marks were observed on the silicone elastomer above the cassette housing and it was observed to be deformed. The proximal occluder was observed to have tool marks and was bent. The cassette housing cap was found to be pushed into the cassette housing on the edge opposite of the outlet connector. The seal washer was observed to be pushed into the cassette housing cavity and the return spring was displaced off-center by the seal washer. The guide ring was noted to be deformed. The extrusion of the seal washer into the internal cavity of the cassette housing prevented the rotor from adjusting to pressure levels 2.0 and 2.5. All internal components were present and in acceptable condition with the exception of those noted above. No contaminants were noted on the internal mechanism surfaces. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system¿. Approximately 9 cm of the ventricular catheter was returned. Approximately 81.5 cm of the peritoneal catheter was returned. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was implanted on (B)(6) 2011. According to the report, on (B)(6) 2015, the patient's strata ii valve was set to pressure level 0.5. However, on (B)(6) 2015, an xray was taken and the pressure level changed to 2.5 and the valve could not be adjusted. It was also reported that the valve was explanted and replaced with another manufacturer's valve on (B)(6) 2015. According to the report, the procedure was completed with no delay or adverse effect on the patient.